Event description:
Pt e-mailed coopervision and stated they were recently diagnosed with a corneal ulcer by an ophthalmologist after wearing biofinity toric (comfilcon a) contact lenses. Pt was treated with eye drops. Coopervision spoke with original prescribing practitioner and was told they did not treat the pt for any medical issues. Coopervision has asked the pt for treating eye care practitioner info. No info has been received to date.

Manufacturer narrative:
This incident was reported by the pt via e-mail directly to coopervision customer care. This is being reported as unconfirmed corneal ulcer. Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the event. Results: we are reporting this because we cannot confirm that there was no permanent impairment or permanent damage. There is no clear indication that the device could have caused or contributed to the incident. Conclusion: no conclusion can be drawn. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional info.